Event description:
Health professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening patch, and a crease fold. A leak test and microscopic analysis were performed which identified an opening striated and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening due to surgical damage consistent in the use of some surgical tool and the crease are observed but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.